Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events (pump pocket infection, cardiac arrhythmia, and patient condition) cannot be conclusively determined through this investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists infection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's driveline infection was previously reported under manufacturer report number 2916596-2021-02519.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to dizziness and implantable cardiac defibrillator shocks for ventricular tachycardia. K/mag was replaced and antihypertensives were held. On (B)(6) 2020 an ultrasound showed a mass/fluid collection on the distal sternum. On (B)(6) 2020 an incision and debridement was done on the pump pocket infection (subxiphoid fluid collection) with antibiotic irrigation with high pressure irrigator and omental flap coverage. 500 ml of brown purulent fluid was drained. A gram stain revealed gram positive cocci with many white blood cells and few gram positive cocci in clusters. The patient was continued on IV naficillin.